Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'abnormal additive' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a clogged nozzle and inadequate purging of the defective tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tubes have some type of residue in them."